Event description:
The customer reported that there were communication errors and then the system would not boot.

Manufacturer narrative:
(B)(4). The ge service rep reseated the pcbs, replaced the cmos battery and reloaded the software. He reconfigured the cmos settings. The system operates as intended.